Manufacturer narrative:
Niu stent, superficial femoral artery, drug-eluting.

Event description:
According to the initial reporter: "device bunched up in the center during deployment. User was able to fully deploy it and didn't notice issue until after deployment. They were able to balloon it to re-expand it (in diameter), but may have to bring patient back to check it and possibly extend it as it is still shortened (looks like about a 60 instead of an 80). Long occlusion of the sfa. Pictures available."